Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. The sensor plug is properly seated and no physical damage was observed on the sensor patch. Extracted data from the returned sensor using approved software. The sensor was found to be in sensor state 5 (indicating normal termination). Visual inspection has been performed on the sensor plug assembly, no failure modes were observed. Sim vivo testing (simulation of the electrical signal produced by the sensor tail) was performed and all results were within specification. No malfunction or product deficiency was identified. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A webform complaint was received in which it was reported a customer received a "scan error" message on the adc device and was unable to obtain readings. As a result, customer required unspecified third-party treatment. No further details were provided and attempts to gather additional information were unsuccessful. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The product has been requested back for an investigation. At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. The device history records (dhrs) for the freestyle libre sensor and freestyle libre sensor kit were reviewed and the dhrs showed the freestyle libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. The date of event is unknown. The date entered in section b3 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A webform complaint was received in which it was reported a customer received a "scan error" message on the adc device and was unable to obtain readings. As a result, customer required unspecified third-party treatment. No further details were provided and attempts to gather additional information were unsuccessful. There was no report of death or permanent impairment associated with this event.